Event description:
Event description guidant received information that these implantable leads were being revised and the implantable pacemaker (ipm) was being moved from the patients left to right side. While removing the leads, the physician stated that the header nearly detached from the ipm can. A new guidant ipm was implanted without adverse affect to the patient. The ipm is being returned for analysis.